Event description:
Rptr states these "generic" test strips are labeled "for use with all one touch" glucose meters, but may infact give readings as much as 100 mg/dl higher than the test strips mfg by the co making the meter. The pt was discharged home after surgery on every hour blood sugars, for which he rec'd these test strips. During the subsequent 2 week period he routinely called his results into his physician who made adjustments to his insulin dose, pt experienced a substantial weight loss and labile blood sugar results. In order to rule out user error or the meter. The pt's visiting nurse used multiple glucose meters and their corresponding test strips and in addition serum studies were done by a lab for comparison. The results of the comparison showed that these test strip gave results up to 100mg/dl higher than the pt's actual glucose level. While this pt was not on a sliding scale, it is the reporters concern that these high readings could easily lead to serious injury or death from insulin overdose if used determine appropriate insulin doses from a scale. The actual strips and product labeling have been retained by the reporter. The rptr was also provided report info to the FDA field office in his area.